Event description:
Customer reported via phone, the sensor readings were inaccurate. Customer's blood glucose was 311 mg/dl and sensor reading was 158 mg/dl. Yesterday while customer was driving blood glucose was 30 mg/dl and sensor reading was 118 mg/dl. Treated low blood glucose with glucose tablets. Customer declined troubleshooting. Customer was advised to monitor the device and the device needed to be replaced. Sensor is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.